Manufacturer narrative:
(B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The lenses were released according to specifications. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt150 20.5 diopter intraocular lens (iol) was explanted due to wrong lens power. It was reported that there were no product issues, the physician miscalculated the lens power. The lens was replaced with another symfony lens. No further information was provided.